Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: matsuura y et al (2017). Evaluation of bone atrophy after treatment of forearm fracture using nonlinear finite element analysis: a comparative study of locking plates and conventional plates. The journal of hand surgery. Volume 42. Issue 8. Pages 659.e1-659.e9. (Japan). The aim of this study was to investigate long-term bone atrophy associated with the use of locking and conventional plates for forearm fracture treatment. Between january 1999 and december 2007, 15 patients with forearm fracture managed by either locking or conventional plates and with more than 5 years follow-up were included in the study. Mean age at surgery was 48.0 years (range, 19 to 66 years). 8 patients (3 men and 5 women) were treated with an unknown synthes limited contact-locking compression plate whereas 7 patients (4 men and 3 women) were treated with conventional plates which included and unknown synthes limited contact -locking compression plate, dynamic compression plate along with a competitor¿s device. Computed tomographic imaging of both forearms was performed to assess the bone thickness and local bone mineral density and to predict bone strength without plate reinforcement based on finite element analysis. The mean follow-up periods was 86.5 months (range, 60 to 116 months) for the locking group and 105.3 months (range, 65 to 158 months) for the conventional plate group. Plates were not removed, in accordance with patients¿ expressed wishes. Complications were reported as follows: unknown patients were reported to have bone atrophy after more than 5 years follow-up. This report is for unknown screws. This is report 2 of 2 for (B)(4).